Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4) and the complaint will be cancelled. The associated MDR will be void.

Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR additional information was received (see b5). It was determined that the reported product is not involved/used. The associated MDR will be void, MFR#3003152976-2025-00261.

Event description:
Additional information per nurse event reporting, ¿pt has a 24hr infusion of combo bag doxorubicin+etoposide+vincristine @25.8ml/hr via r pac. Around 10pm pt notified rn that IV is leaking. Found pt standing next to his bed, clamped IV tubing in hand, as he points at the area on the floor with small drops of fluid mixed with blood. IV line was disconnected from the phaseal injector, the blue protective cover still enclosed. Charge rn notified and at bedside. Hazardous drug spill procedure followed, spill kit used. Evs notified and at bedside. Pt states that some fluid got on his left arm, reports of "burning feeling", which resolved after washing the area with soap and water. L arm outlined with surgical pen, no redness, or any skin breakdown.¿ no samples available to investigate. Item was disposed in the yellow hazardous bin IV line disconnected from phaseal injector per rn, but blue protective cover still enclosed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description: my providence customer (B)(6) has endured 2 leakage issues with the optima c-35o connector, during infusions. The lot # of the connectors is 2405506 and the injectors used during this issue were from lot # 2408304. There were 2 incidents of nurses noticing a drip/leak at the connection point of connector and injector.